Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. The head fell off of the brush - oral b brushhead [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that in two months' time, she had worn down three oral-b power oral care refills precision clean with normal use (twice a day, over 2 minutes), elaborating that the head fell off the brush. She stated that she almost choked on it the first time. She asserted that the brushes were of the "original brand" and did not look differently from the "normal ones." She stated that she had always been satisfied with her oral-b rechargeable toothbrush, version unknown, used concomitantly. The case outcome was recovered. No further information was provided. (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that she had recovered from her disappointment, but after the third brush "bit the dust", she was "done with that." She asserted that her experiences with the product in the past were only positive. She had kept the brushes and would be able to send them in. No further information was provided.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned three toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]; the head fell off of the brush - oral b brushhead [device breakage]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that in two months' time, she had worn down three oral-b power oral care refills precision clean with normal use (twice a day, over 2 minutes), elaborating that the head fell off the brush. She stated that she almost choked on it the first time. She asserted that the brushes were of the "original brand" and did not look differently from the "normal ones." She stated that she had always been satisfied with her oral-b rechargeable toothbrush, version unknown, used concomitantly. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that she had recovered from her disappointment, but after the third brush "bit the dust", she was "done with that." She asserted that her experiences with the product in the past were only positive. She had kept the brushes and would be able to send them in. No further information was provided.